Event description:
This is the same event and the same pt reported under MDR ID # 2939859-1998-00157. This is the first MDR submitted for the first suspect product. A physician reported a pt who was double skin tested on 25 february 1998 and on 12 march 1998 with negative results. On 30 march 1998, the pt was treated with two formulations of collagen into the upper vermilion border and the oral commissures. On 29 april 1998, the pt called and reported that the upper vermilion border was swollen, (date of onset not knonw). The pt denied any redness or hardness in that area. On 14 may 1998, the pt was examined by the physician who noted the upper vermilion border was swollen. The physician prescribed celestone soluspan intramuscular injection. On 2 june 1998, the pt was examined by the physician who noted continued swelling in the upper vermilion border. The physician prescribed claritin and reskin tested the pt on the left forearm. On 10 june 1998, the pt was examined by the physician who noted continued swelling in the upper vermilion border. The pt stated that the symptoms appeared worse in the mornings. The pt's skin test site remained negative. The physician believed the swelling was possibly a hypersensitivity. No further medical or surgical intervention was prescribed or planned.